Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead via merlin.net. Oversensing was noted on a stored egm. Programming changes were made. Further actions and dft will be discussed with the physician.

Event description:
New information received indicates that new episodes of nsrvo due to pptwo were noted. The patient did not receive therapy during the oversensing. Programming changes were recommended, but not made. There were no more episodes were seen. The patient will continue to be monitored.